Event description:
Father spontaneously called in, pump alarmed. No-disposable, clamped tubing, paused the infusion and restarted on the same pump and message went away. This occurred about 30 minutes ago, no adverse event reported as a result. Pump is being replaced, serial number unknown, (father is not home). Malfunctioning pump is being returned. No further information is known. Back up pump was used. No interruption in therapy. Reported to (B)(6) by patient/caregiver. Diagnosis or reason for use: pah.